Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem - revision - nitrided - porous stem # item 00998116533 lot 61070760, femoral body - revision - nitrided - porous taper neck offset # item 00999301735 lot 61590441, unk stryker cup, unk stryker liner, cerclage cable with crimp # item 00223200228 lot 61683536, cerclage cable with crimp # item 00223200228 lot 61683536, cerclage cable with crimp # item 00223200118 lot 61182611, cerclage cable with crimp # item 00223200118 lot 61182611. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00514 0001822565-2017-00513. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient¿s hip was revised approximately six years post-implantation due to proximal femoral stem loosening and distal femoral stem fracture. The surgeon also found metallosis during the revision. The proximal femoral stem and modular head were revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A zmr femoral stem, zmr femoral body, and a versys femoral head were returned. Visual inspection of the head identified gouges on the flat surface. No other damages were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op note dated jan 18, 2017 demonstrated brownish discoloration from metallosis. Proximal portion what pulled out after noting the screw was spinning but did not have purchase. Proximal portion of the distal stem was broken with the proximal portion of the distal stem jammed in the proximal body. The rest of distal stem was solid and ingrown and the decision to retain distal stem was made preoperatively with patient. Stryker acetabular components were evaluated and retained. New stryker liner was placed. Although the most proximal portion of distal stem had broken off into old body, there was some remaining that could engage the body. Bone cement was mixed and placed into the proximal femur and down to the stem and then into the new body. Pushed down and impacted into the distal stem. The cement squeezed around the body inside and around the most proximal portion of the distal stem and into the hold on top of the body and interdigitating into the greater trochanter of the femur so that it would have debility, keeping it from separating from the stem and providing rotational stability. Patient had 90 degrees of flexion with 25-30 degrees of internal rotation before dislocating. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.